Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00101: driver 1. 3025141-2021-00102: driver 2. 3025141-2021-00103: driver 3. 3025141-2021-00104: driver 4. 3025141-2021-00105: driver 5. 3025141-2021-00107: screw 1.

Event description:
While implanting hexalobe screws into a patient's bone during an orthopedic surgery, the hexalobe driver did not engage the screws. Two drivers (same batch number) were found to have the problem. A different batch number of drivers was successfully located and used. This resulted in a 15 minute delay in surgery. Note: five drivers were returned - 2 had been used in this surgery. The other three are from this batch but had never been used.